Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose levels of 29.0 mmol/l. Customer reported that the was using the insulin pump system within forty eight hours of reported high blood glucose event. The customer treated high blood glucose levels with bolus. The customer believed that the insulin pump was under delivering insulin because his blood glucose with his increased basal still kept increasing. Customer reported that he went to bed with 7.0 mmol/l and woke up with 19.0 mmol/l. During troubleshooting, the insulin pump passed displacement test. The insulin passed high pressure test. The insulin pump is not expected to return for analysis.